Event description:
On (B)(6) 2017, the patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprostheses to treat a thoracic aortic aneurysm rupture. After the ctag implant, the right external iliac artery (reia) and the right internal iliac artery (ieia) ruptured when the dryseal sheath dsl2428j/15819413 was removed. The physician decided to do surgical repair. A vascular graft (manufacturer unknown) was utilized. It was reported that reia and ieia rupture was due to calcification and narrow lumen (7mm) at the point of rupture. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.